Event description:
The port was placed via the sub-clavian vein. Carcinostatic had been infused into the port for 360 days on 3/6/97, during an injection, the pt complained of pain. The port pocket was opened and the port was removed. The dr reported that the 22 ga needle had pierced the port bottom. Another port was placed.